Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of nerve injury in a female pt who used gsk denture adhesive (formulation unk) (super poligrip) as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt began using super poligrip. At an unk time later, the pt experienced unspecified neurological injury. At the time of reporting, the outcome of the event was unk. Medical records rec'd (B)(4) 2011: at an oncology visit on (B)(6) 2010, the pt was noted to have neutropenia, profound anemia, and copper deficiency with "zinc deficiency." She was being treated for b12 deficiency. Leukopenia with white cell count of 2.8 and anemia with hemoglobin of 9.7 was noted on (B)(6) 2010. At f/u on (B)(6) 2010, it was noted that the pt was copper deficient with two times the amount of zinc. Bone marrow aspirate showed no evidence of leukemia or lymphoma. The pt's pancytopenia was improved at f/u on (B)(6) 2010. On (B)(6) 2010, the (B)(6) pt was seen by a neurologist due to numbness of her toes up to her hips and from her fingers to her shoulders. She also had a three month history of shock-like pain in her feet. The pt had fallen at work in 2000 and subsequently had three lumbar and two cervical disc surgeries. She had been having a lot of problems since that time, but this had worsened in the several months prior to resulting in falls. She also had bad headaches for the ten yrs prior that had worsened the six to eight months prior. The pt's b12 level had been found to be low and she had been receiving b12 injections and she also required pain management services. The pt wore dentures and told the neurologist that she felt these events were due to poligrip and a high level of zinc. The neurologist felt this was a peripheral neuropathy of some sort resulting in an abnormal, spastic, wide gait. At f/u on (B)(6) 2010, the neurologist stated the pt's nerve conduction studies were indicative of a significant peripheral polyneuropathy with sensory nerves slower than motor nerves. Her copper was low and zinc was high at that time. At f/u on (B)(6) 2010, the pt was worse and stated she felt her symptoms were due to "fixodent which has zinc" as she had developed a very elevated zinc level with a low copper level. This case was now considered medically significant by gsk. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).